Event description:
This customer reported an op-check pacer failure in testing.

Manufacturer narrative:
(B)(4). This customer reported an op-check pacer failure in testing. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.